Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump. Customer reportedly did not complete the air removal step when filling the cartridge, and filled the cartridge with admelog insulin. Customer was educated on the air removal process and was informed that admelog is off-label per the user guide. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The tandem pump user guide instructs the user to remove any residual air from the cartridge.